Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Since no lot number was provided, no device history record (DHR) review could be performed. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old female patient underwent a primary breast augmentation with a gel mentor breast implant of unknown type and experienced bilateral gel bleed. The physician observed a large amount of gel bleed on the left breast implant and a moderate gel bleed on the right breast implant. As a result, the patient underwent bilateral removal and replacement with mentor smooth round moderate profile 200cc saline implants, catalog # 3503251bc, s/ns (B)(4) (l) and (B)(4) (r) on (B)(6) 2018. This is for the left side implant, see manufacturer report number 1645337-2019-07839 for contralateral prosthesis.

Manufacturer narrative:
Device evaluation summary: it was reported that a 54 year old female patient underwent a primary breast augmentation with a gel mentor breast implant of unknown type and experienced bilateral gel bleed. The physician observed a large amount of gel bleed on the left breast implant and a moderate gel bleed on the right breast implant. As a result, the patient underwent bilateral removal and replacement with mentor smooth round moderate profile 200cc saline implants, catalog # 3503251bc, s/ns (B)(4) (l) and (B)(4) (r) on (B)(6) 2018. This is for the left side implant, see manufacturer report number 1645337-2019-07839 for contralateral prosthesis. The device was returned to mentor with gel that appeared to be clear. White material was observed within the device. Gel was observed on the shell surface. Upon initial inspection the device appears intact. Leak testing was performed in accordance with mentor procedures and no leak sites were detected. No other anomalies were discovered. The complaint was not confirmed for gel bleed. Gel bleed is inherent in the use, design and/or materials specified for these devices and are referenced in our current product insert data sheet. Manufacturer¿s reference number: (B)(4).